Event description:
The customer reported that the image was truncated to the point of being unusable, thus no live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and erased the flash memory, reformatted the hard drive, and reloaded software. The system operates as intended.